Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the surgeon converted the patient from a hemi-arthroplasty to a total shoulder by adding a 46mm pegged glenoid and revising the 46mm neutral head to a 46mm offset head to accommodate the height of the glenoid addition.